Event description:
The customer reported that a while running an hbc assay, summit sample handler, misread labels on sample tubes and did not give an error message. No add'l details available at this time. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-04210-08.